Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging control reading as blood. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter passed testing, result met specification, no faults were found, and the meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(03/11/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed testing with no faults found, the complaint was not confirmed. The subject meter was also returned for evaluation on (B)(4) 2013 however the evaluation has not yet been completed. Therefore no conclusions may be drawn at this time. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.